Manufacturer narrative:
.

Event description:
Procedure type: lap total mesorectal excision (tme). According to the reporter: anastomotic leakage/abscess was observed by CT-scan post operatively. No re-operation was needed, and the patient was treated with antibiotics.